Manufacturer narrative:
Since we did not receive the faulty sample nor an image showing the defect, no investigation is possible. The error pattern can neither be verified nor disproved. The error pattern described by the user indicates that the y-piece detached from the stylet during stylet removal. It is a safety feature that the tensile strength of the stylet exceeds the tensile strength of the connection between the stylet and the y-piece to ensure that the stylet do not snap into itself. The IFU states: - "caution: do not apply direct pressure over the catheter if there is a guidewire in situ during insertion. This may cause the guidewire to become kinked and will make it extremely difficult to withdraw the guidewire from the catheter." - "stabilize catheter at the hub and slowly remove guidewire from the catheter using a steady, gentle force." - "caution: in order to remove the stylet, disconnect between the t-piece and catheter hub, do not try and remove the cap. If difficulty is experienced stop, let vein rest for a minute and try removal again very slowly. Gentle flushing of the catheter with saline may assist in guidewire removal." The user obviously had stylet removal issues. Tests have shown that a bolus of diluted lipid solution helps to withdraw the stylet easily. Please inform the customer about this. We therefore implemented this hint in our IFU but it's missing in the IFU for the us market. Having checked the batch history records; no deviations were found. The batches complied with their specifications and were released. Incoming goods inspections and the tensile force and dimensions of catheter and set components are randomly checked. There are five further complaints for batch 8250184, nine further complaints for batch 8227685 and two further complaints regarding a y-piece detached from stylet on product code 4g07126112 within the last three years. However, none of these further complaints is related to a manufacturing fault. This query relates to all complaints that have come to our attention worldwide. Due to the missing sample, no further corrective action initiated by quality management as no root cause analysis can be made. Should a problem occur with our product in the future, please send us a representative picture or, even better, the faulty sample.

Event description:
Plastic hub broke off stylet when attempting to remove stylet. PICC line had to be removed and second one inserted.

Manufacturer narrative:
The failed sample was not returned to vygon for evaluation but the events will be part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of its conclusion.

Event description:
Plastic hub broke off stylet when attempting to remove stylet. PICC line had to be removed and second one inserted.